Event description:
Caller tested 7.0 inr and 7.1 inr on the coaguchek xs system while a comparison lab returned as an approximate result between 2-3 inr. Specific result not provided. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.